Event description:
Boston scientific received information that this pacemaker battery was dead according to the patient and was having serious device problem. The patient support (ps) advised the patient to seek medical care if the patient was experiencing any symptoms. Attempts to obtain additional information were unsuccessful. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.